Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. F/u with the physician revealed that the high lead impedance readings were due to incomplete insertion of the lead pin into the generator. Once the lead pin was re-inserted, the high lead impedance readings resolved. Good faith attempts to obtain add'l info have been unsuccessful to date.